Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control was getting too hot. There was no report of patient or user injury associated with this event.